Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline valve was occluded and was revised. There is no report of symptoms for the patient associated to this event. The valve was implanted to the patient, date of implant and initial setting were unknown. The revision surgery was performed with new valve and the lumbar catheter. No further information was provided by hospital. The product will be returned to your site

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 6. The valve was visually inspected; the needle guard base was slightly raised as well as a clear liquid inside the valve and needle holes in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; no issues found. A review of manufacturing records could not be performed, as no lot number has been provided. No functional problem was noted with the valve. The root cause for the slightly raised needle guard base, was likely due to user error. As noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.) Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.